Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Customer was not able to start sensor session as he didn't have a new tx and sensor due to failed sensor during warm up and low tx battery. Customer was walked through pump reset. There was no reported adverse impact to the customer. Cts transferred to dexcom and advised customer to give us a call back if he encounters this error again. Resolution - customer to get replacements from dexcom and give us call should he encounter cgm error again.